Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
During the process of complaint , attempts were made to obtain the weight of the patient but not obtained . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy at an unknown date as the patient did not charge their device for a long time. Company representatives were unable to communicate with external devices and ipg was found inoperable. As a result patient underwent surgical intervention where the ipg was replaced and effective therapy was restored .